Event description:
On (B)(6) 2011, the reporter/sales representative contacted lifescan (B)(4) alleging that a one touch verio pro meter read inaccurately high compared to a lab device. The patient reported blood glucose results of "95-103" mg/dl with a lifescan meter and "78.9" mg/dl on a laboratory device, performed within an unknown time period between each other. At this time, it is unknown if there was any intervention between the tests that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The reporter did not allege any harm or injury because of the reported issue.

Manufacturer narrative:
Follow-up # 1 (12/08/2011)-device evaluation: the meter involved with this complaint has been evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint was returned but the evaluation of the device has not been completed at this time. The test strips failed control solution testing high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.